Event description:
It was reported that the module did not display the dose correctly on the scrolling marquee during an infusion, however was correct on the pcu. Clinician replaced module. Although requested, additional information was not provided by the customer. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available, d15 - cause not established. Correction : unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the module did not display the dose correctly on the scrolling marquee during an infusion, however was correct on the pcu. Clinician replaced module. Although requested, additional information was not provided by the customer. There was patient involvement but no harm.